Event description:
Drive devilbiss is the initial importer of the device which is a transport chair. The device has not been returned for evaluation. We are awaiting additional datasets as well. We are filing this report in an overabundance of caution. We will file a follow-up when additional information is available. The specific nature of the product issue is unknown. The user reportedly acquired an injury to the spine that needed treatment. The specific type of treatment is unknown at this time.